Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿reduced angulation¿ was confirmed. The device evaluation found the nozzle had foreign objects due to insufficient cleaning. Due to clogging of nozzle, air supply volume did not meet the standard value. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on up/down knob, water tightness was lost. Due to the wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover was chipped. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual from the obtained information. However, a definitive root cause for the foreign material could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus personnel reported on behalf of the customer, reduced angulation on the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter in nozzle. There were no reports of patient or user harm associated with this event.